Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two weeks post implant that the wound opened up due to hematoma. It was also reported the patient developed an infection. The implantable pulse generator (ipg) system was removed and replaced with a leadless implantable pulse generator (ipg). A drain was used. No further patient complications have been reported as a result of this event.